Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, foreign matter was found on the delivery system. About two weeks from re'd date 2004, a taxus express2 8.8% mr drug eluting stent was deployed. The delivery system was removed from the pt and the physician found a plastic sleeve that he thinks was on the shaft of the taxus stent. There were no reported pt complications. No add'l info is available.